Event description:
It was reported by the customer that the insulin pump display screen was blank and not turning on. Customer stated they are treating with manual injections. During troubleshooting, customer was asked if the device show physical damage and customer stated the display screen is cracked straight across. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 297 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with cracked case at display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump was monitored for 24 hours with multiple basal rate. No blank display noted. All operating currents were normal. The insulin pump received with cracked case at display window corners and cracked reservoir tube lip. No cracked display window noted. No damage inside insulin pump noted.